Manufacturer narrative:
Pump passed displacement test. However failed self test. No vibrate anomaly noted. Due to broken black wire for vibrating motor.

Event description:
Customer reported via phone call that the insulin pump had beep and vibrate anomaly. Customer blood glucose level was unknown. Trouble shooting was performed and insulin pump did not vibrate during vibrate test. The device will be returned for analysis.